Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensor kit was reviewed, and the DHR showed the libre sensor kit passed all tests prior to release. If the product or product data is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform that the adc device detached prematurely. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of juice, sugar, and/or food by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. N/a was selected for g4 as customer is using fs libre 3 sensor with fs libre reader.  Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us.